Event description:
The initial reporter alleged an unexpected reactive result for the hiv target during the use of the kit cobas 58/68/8800 mpx 192t ce-ivd assay on the cobas 5800 system. On (B)(6) 2025, a pool of 6 samples (pp6) was tested and generated non-reactive results for hiv and hepatitis b virus (hbv), and a positive result for hepatitis c virus (hcv) with a cycle threshold (CT) value of 36.87. Resolution of the pp6 pool generated negative results for hbv and hcv, and a reactive result for hiv with sample ID: (B)(6), CT 38.2. Subsequent serology testing for hiv was negative. A secondary viral load test for hiv on the cobas 5800 system generated a non-reactive result, and the results were released as 'not detected.' The blood bag was delivered for use.

Manufacturer narrative:
The reported event occurred on a cobas 5800 system using the kit cobas 58/68/8800 mpx 192t ce-ivd assay (serial number: (B)(6). The investigation determined that the assay was performing within specifications. The observed discrepancies between pooled and individual sample results were attributed to sample-specific factors, including potential issues related to collection, storage, or handling. Additionally, the pooling dilution effect and assay sensitivity limitations may have contributed to the variability in results. Contamination could not be ruled out, as the customer has a history of instrument contamination. The device remained in operation at the customer site, and no systemic issue was identified with the product.